Event description:
It was reported that the patient experienced erosion near the artificial urinary sphincter (aus) cuff through urethra. A surgical procedure was performed to replace the system and left catheter in. There were no patient complications.